Event description:
Quantum edge 2.0 wheelchair surged and went left catching the edge of a sidewalk, which in turn spun the chair front first into a tree twisting my ankle under the footrest and against a steak to the side of a tree. Also, the control knob popped off when the front caster went off the side of the sidewalk.